Event description:
This device was returned with oos documentation by biotronik representative (B)(4). Per oos, this lead was experiencing total loss of capture and sensing. This lead was explanted and replaced with another setrox s 45, (B)(4).